Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the percutaneous coronary intervention (pci) was performed to treat a lesion in the proximal left anterior descending artery (plad) with heavy calcification noted during the optical coherence tomography (oct). Pre dilatation was performed and the 2.75x23mm xience skypoint stent delivery system (sds) was advanced, but failed to cross the lesion due to the anatomy. Additional dilatation was performed, but the stent failed to cross the lesion again. The sds was removed with resistance noted and another 2.75x18mm xience skypoint was used to complete the procedure. There was no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.